Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-4580-24 fiberstitch implant 1.5 was prematurely deployed. Additionally, an ar-4020p-08 fastthread peek interference screw (8 mm × 20 mm) did not engage with the driver, and its threads were compromised. The case was completed using another fiberstitch implant. This occurred during an acl with meniscal repair and let procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 23-dec-2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.